Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional in india of patient made a mistake/break in aseptic technique/did not wear a mask/area not clean before starting peritoneal dialysis and peritonitis coincident with dianeal unknown therapy. On an unreported date in (B)(6) 2012, the patient began treatment with dianeal unknown, (dose and frequency not reported), intraperitoneally (ip), for peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. During a call with baxter customer service, the following was reported. On an unreported date, the patient made mistake/break in aseptic technique/did not wear a mask/area not clean before starting peritoneal dialysis. This was the cause of peritonitis. On (B)(6) 2012, the patient experienced peritonitis. On an unreported date, the patient was hospitalized for peritonitis. The patient began treatment with cefazolin injection, (400mg, once daily, ip) and ceftazidime injection, (400mg, once daily, ip) for peritonitis. Treatment for patient made mistake/break in aseptic technique/did not wear a mask/area not clean before starting peritoneal dialysis was not reported. The patient was still hospitalized. Outcome for the event of peritonitis was unknown. .

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample was not requested as this event was related to use error and there was no allegation of a device malfunction. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Information regarding patient re-training, results of the pd effluent analysis, and patient outcome has been requested from the local pv affiliate. This report of a use error-breach issue and peritonitis was confirmed because the nurse reported a break in aseptic technique by the patient described as the patient did not wear a mask and keep the area clean before starting peritoneal dialysis. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The assignable cause was undetermined. A follow-up report will be provided if additional information becomes available.